Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in set and high blood glucose levels. The customer's blood glucose at the time of incident was 417mg/dl. Troubleshoot was conducted and the customer was advised to do a set change. Troubleshoot was not completed because the line disconnected. The customer was not reached during the call back.